Event description:
On (B)(6) 2009, pt reported his infusion headset was leaking insulin. He stated that he has noticed that sometimes while bolusing he gets insulin leaking out from the headset. Pt reported it usually occurs after wearing the infusion site for 1.5 days. He stated he did not see any lumps of insulin pooling under his skin. Pt reported this concern is not lot specific and has occurred with different batches of infusion headsets. He stated he did not have any to return for inspection but will save some in case it occurs again. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced.

Manufacturer narrative:
No product will be returned for eval.